Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/13/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the plunger was locked as required. No assembly or molding issues were observed. Trace amount of viscoelastic inside the cartridge was observed. The intraocular lens (iol) was received out of the device, with one haptic detached. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) did not come out of the shooter correctly, therefore the surgeon implanted another lens, model and diopter not provided. Reportedly, the lens came into contact with the patient's eye. No vitrectomy was performed, no incision enlargement, no suture was used and no patient injury was reported. No further information was provided.